Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer¿s insulin pump was unable to deliver bolus. The blood glucose was 370 mg/dl. The customer¿s wife also reported that screen was off after putting the new battery it would not worked. The device will not be returned for the analysis.